Event description:
Customer received a blood glucose reading of 150mg/dl, took normal amount of insulin. Was unresponsive the next morning and was in a coma state. Customer's family member was able to wake them and they became violent. Paramedics were called and tested blood glucose and received a reading of 125mg/dl on the same device. Customer was taken to the hospital and given shot to calm them down. The hospital tested their blood glucose (unsure of the result). They were given juice. A request was made for the return of the suspect device and replacement product was sent.